Event description:
In this event a doctor reported that an stylus 1:5 hand piece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The maximum temp of 44.8 degrees celsius was reached during free run testing. This temp level exceeds the maximum allowable temp outlined in engineering spec 1104. Although the exterior of the hand piece did not show any major signs of wear, microscopic eval revealed slippage marks within the meshing area of the gears on the head-tail and head assemblies and crumbling of the cap upon removal. These observations were the most likely cause of the heating of the attachment head. Also, a DHR review was conducted with no discrepancies noted.